Event description:
Pt was on his way to the bathroom when he caught his walker on the end of his roommate's bed. Pt fell to the left and walker snapped in half. Pt fell to the floor fracturing his wrist.